Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via regulator agency that on (B)(6) 2024, the patient underwent PICC catheterization under the guidance of b-ultrasound, mainly used for long-term infusion during the patient's hospitalization, and there was no abnormality during the use of the catheter after the operation. On (B)(6) 2024, at 15:39, the patient complained of limb discomfort on the side of the PICC catheter placement of the left upper limb, the responsible nurse checked the patient's catheter placement site, found that the skin near the puncture point was slightly swollen, immediately suspended the infusion of 0.9% sodium chloride liquid, and reported to the doctor in charge. A PICC specialist nurse, took the patient to the ultrasound room for ultrasound examination, and found that the puncture point was oozing when the PICC catheter was bolus injected with 0.9% sodium chloride under ultrasound guidance, and immediately assisted the patient to return to the ward. When the PICC catheter was pulled out to 35cm under aseptic technology, it was found that the catheter was leaking, and immediately reported to the head nurse, and after discussion with the head nurse, the result of the discussion was: cut the damaged catheter, the remaining catheter can continue to be used, and the limb on the side of the catheter can be closely observed during use. After informing the patient and family of the details, the patient and family agreed to this plan. The skin and catheter at the puncture site were disinfected, the catheter was cut 11cm, 29cm was now inserted, and 6cm was exposed, and the tip of the catheter was located in the left subclavian vein. The blood was withdrawn smoothly, 50cm of 0.9% sodium chloride was injected intravenously, there was no bleeding and exudate, a disposable body surface catheter fixation device was given, 10*10cm hydrocolloid was covered, and a hot compress was given to the swollen part, and the patient's limb swelling improved at 17:35 on (B)(6) 2024. No other information was provided.